Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the viewing station of the imaging system had no display when starting up. To restore functionality, the computer of the viewing station was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system booted to a white screen. It was noted that the line power light was illuminated. There was no patient present when this issue was identified. No additional information was provided.